Manufacturer narrative:
This correction is to include patient weight information.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the asymptomatic patient presented in clinic for follow-up. Upon interrogation of the pulse generator, backup operation was observed. The device was restored successfully. The patient would continue to be monitored with regular follow-up.